Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician bald the tip of the guidewire. The when the physician attempted to pull the wire out from the left ventricular (lv) lead, the guidewire got stuck. After several attempts to pull the guidewire without losing lead position, the physician cut the guidewire off and used the lead. The physician connected the lead and checked through the device with normal function. The lead remains in use. No patient complications have been reported as a result of this event.